Event description:
Additional information was received that the device was interrogated and no issues were found, thus a device or arrythmia issue was ruled out as the cause of the patient's syncope. No programming changes were made to the patient's device.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.